Manufacturer narrative:
The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(6).

Event description:
It was reported that the product mis rasp handle, double offset, right was defective.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event was identified: welding broken four additional similar investigated events for the lot number 08.397838 have been found. One additional similar investigated event within 6 months for item number 01.00001.002 has been found. A corrective and preventive action (CAPA (B)(4)) has already been implemented back in 2011 and the design of the welding has been improved. Review of event description: it was reported that the locking mechanism is broken and the rasp cannot be attached to the rasp handle. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: it is visible that the welding at the bolt of the closing mechanism is broken. No further conspicuousness was found. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance : possible, in a previous corrective and preventive action, it was determined that the design specifications for the welding were not adequately defined and consequently changed in 2011. This instrument is still of the old design (manufactured in 2008). Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient : not possible: a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) : not possible: visual examination showed no corrosion. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition : possible, as the rasp handle cannot be connected to the rasp. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room (or) staff unfamiliar with instrument usage and handling : possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use : not possible: no signs of an off-label use visible on the returned instrument. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition : possible, as the rasp handle cannot be connected to the rasp conclusion summary: the instrument has been returned of an investigation. It can be seen that the welding at the bolt of the closing mechanism has broken. The instrument is of revision f and has been manufactured prior to the design change of the welding, which has been implemented within a previous corrective and preventive action CAPA (B)(4). Within this design change the welding connection has been improved. Additionally the rasp handle has been manufactured in 2008 and might have been on the market for more than 8 years and therefore used excessively. However, an exact root cause could not be determined. (B)(4).

Manufacturer narrative:
Additional information was received on june 13, 2017. Event details provided and event date. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Additional information was received it has now been reported the rasp could suddenly not be fixed into the grip/handle anymore . The locking mechanism could not hold it any longer. The surgery was completed with the straight handle. No surgery delay.